Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers spouse reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was in the range of 500 mg/dl to 600 mg/dl. Customer stated that the whole insulin pump was held together by tape. Customer also stated that the insulin pump had indentions and not functioning properly. Customer reported that the insulin pump was not priming correctly from the reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap sticker noted. Unable to verify prime or fill anomaly and perform displacement test, basic occlusion test, occlusion test and prime or a33 test due to detached end cap. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display noted. (B)(4).